Event description:
It was reported that the device had an "occlusion seal downstream, lens" issue. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had worn dso (downstream occlusion) seal and cracked lens. Replicated customer reported issue. Issue was caused by the worn dso seal and cracked lens. Dso seal and lens were replaced. Before returning to the customer the device has to pass functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.